Event description:
A home patient contacted baxter's technical service center regarding an air detect alarm during dwell 1/10. The home patient indicated he only uses one supply bag. However, all of the remaining unused supply lines were not clamped. Baxter's technical service representative advised the home patient to discard the set-ip and start over with new supplies. No patient injury or medical intervention was associated with this report per the home patient's nurse.